Event description:
Related manufacturer report number: 3006705815-2024-01666. It was reported that the patient was experiencing weakness after the trial procedure and was sent to the ER. The patient's trial leads were removed and the patient reported no weakness at the removal.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.